Event description:
It was reported that the right atrial (ra) lead experienced a dislodgement and the capture was elevated. Also, the superior vena cava (svc) coil on the right ventricular (rv) lead exhibited high impedance. Both of the leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; 4076 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.